Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 01/03/2014, belt: 06/10/2014.

Event description:
A us distributor contacted zoll to report that a french patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that hospital staff was present and performing resuscitation efforts during the event. Review of the patient's download data indicates the patient received seven inappropriate shock in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The device was started up at 10:52:12 on (B)(6) 2021. The patient was in asystole with electrode lead fall off and motion artifact at 10:59:04. The patient's rhythm then transitioned to sinus rhythm at 70 bpm with motion artifact and electrode lead fall off. The patient was in an idioventricular rhythm at 30 bpm degrading to asystole between 23:58:07 and 00:01:58 on 12/12/2021. The patient received the first inappropriate shock at 00:07:25. The patient's rhythm at the time of the shock was asystole with CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The patient received the second inappropriate shock at 00:08:26. The patient's rhythm at the time of the shock and post-shock rhythm were asystole with intermittent cardiac activity and CPR/motion artifact. The patient received the third inappropriate shock at 00:09:25. The patient's rhythm at the time of the shock was asystole with motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity with CPR/motion artifact. The patient received the fourth and fifth inappropriate shocks at 00:14:59 and 00:15:44. The patient's rhythm at the time of each shock and post-shock rhythms were asystole with intermittent cardiac activity and CPR/motion artifact. The patient received the sixth and seventh inappropriate shocks at 00:22:08 and 00:26:35. The patient's rhythm at the time of each shock and post-shock rhythms were asystole with CPR/motion artifact. The patient remained in asystole with CPR/motion artifact until the electrode belt disconnection at 00:31:44.